Manufacturer narrative:
We received one single dpt kit for examination. Priming solution was visible inside of the kit . The pressure tubing was found detached from the solvent bond joint with male connector. Indications of bonding solvent were evident on approximately less than 50% tubing bond surface area. The tubing outer diameter near the point of detachment was within specification. The inner diameter of the male connector tube housing were also within specifications. Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the luer connection of the dpt (disposable pressure transducer) became disconnected from the pressure line. The transducer was attached to the arterial catheter at the time of the incident, thus there was arterial blood loss. It seems that the pressure tubing was disconnected while the arterial cannula was being connected as the blood loss was minimal. The customer did not mention that any alarm or error message was displayed and additionally, the event was noticed soon by the nurse. The issue was solved replacing the set for another one. There was no allegation of patient injury.